Event description:
Information received with return of the device does not address the patient's clinical status but notes that despite various programming changes, output and sensing were inconsistent and inhibition of output was also inappropriate.